Event description:
The pt was implanted with a left ventricular assist device (lvad). A device tracking form was submitted to the MFR indicating that the pt had a pump exchange related to thrombus. Add'l info submitted to the MFR reported that at the time of initial implant, the pt had cryoablation done in the operating room (or). The pt did very well in the beginning; however, started having issues with reoccurring lung infections. The pt continued to have issue with ventricular tachycardia (vt). The hospital then decided to do another vt ablation in the catheterization lab. Immediately after the ablation, the pt's lactate dehydrogenase (ldh) started to increase and began to have signs of hemolysis and heart failure (hf). A ramp echocardiogram (echo) was performed and at 12,000 rmp's the staff was unable to decompress the left ventricle or stop the aorta from opening. The decision was made not exchange the pump. A small thrombus was noted on the inflow stator.

Manufacturer narrative:
The explanted device was returned to the MFR for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.